Event description:
It was reported that while using the product the doctor noticed that the tip of the rubber insulation on the probe was starting to wear away and the outer sheath was showing melted marks.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.